Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All information was investigated, and a cause for the reported hypotension could not be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the surgical intervention. It was reported that this was a mitraclip procedure performed to treat mitral regurgitation (mr) with an mr grade of 3. The first clip (90905u147) was implanted successfully. To further reduce mr, a second clip (90924u180) was advanced, grasping was performed, however due to the frail leaflets; the leaflets did not remain captured. The clip was not implanted and was replaced. An xtr clip was advanced and was implanted without issue, reducing mr to 2-3. Two hours after the procedure, the patient became hemodynamically unstable. The implanted clips were confirmed to be securely attached and there was no evidence of chordal rupture, tissue damage or any other leaflet injury. Mitral valve replacement was performed. No additional information was provided.